Event description:
As rn was attempting to obtain IV access, she saw flashback in the chamber, however it was not contained, and it continued to fill the entire "safety" chamber. When the safety device was detached from the catheter, blood also flowed out of the catheter. With this particular IV catheter, it should not backflow until it has been flushed at least once. The IV catheter remained in place and functioned without incidence. Smiths medical 18g x 1 ¼ safety IV catheter. Lot number 3911027.